Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on disconnected mode and required full synchronization. A technical support specialist (tss) reported that remote access was established to the station and a notice indicating that a full synchronization was required was observed. The tss followed the applicable knowledge articles titled upload processing error "fk_itemtransactionsnapshotuseraccountsnapshotkey_useraccountsnapshot" in tx.itemtransactionsnapshot and how to: extract missing transactions from an es device, successfully extracted the missing transaction, applied the required corrective procedure, completed a full station resynchronization, and rebooted the station back into the carefusion application. The tss confirmed that system uptime was updated, the medication application launched successfully, the full synchronization notice was cleared, and the device no longer appeared under devices requiring a full download in the health sight viewer. The tss also cleared the related attention notice from the enterprise server webpage, notified the appropriate contact for acknowledgement, received confirmation that functionality was restored, and marked the case as complete. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was on disconnected mode and required full synchronization. There were no adverse events or injuries reported based on this event.